Manufacturer narrative:
The pod was received with the soft cannula deployed. A tear was observed in the exposed portion of the soft cannula, which resulted in fluid leaking from the intended fluid path. It could not be conclusively determined when this damaged occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies were observed that would prevent the delivery of insulin. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 1 and 4 hours. Patient also experienced bleeding at the infusion site (leg). As treatment, a manual injection of insulin (4 units) was delivered and a new pod was applied.